Manufacturer narrative:
During laboratory analysis, the product surveillance technician was unable to duplicate the reported complaint. The occluder functioned as intended throughout the evaluation.

Event description:
Per clinical review: the team has an incident with their venous occluder module on their heart lung machine during a cardiopulmonary bypass (cbp) procedure on (B)(6) 2020. The team initiated cpb with the use of the venous occluder without issue. During the procedure, the occluder automatically occluded the venous line without user input. The team does not remember if there was an error message. The team opted not to exchange the module with another during the procedure and used manual clamps. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss associated with the event.

Manufacturer narrative:
This complaint is related to (B)(4) / medwatch #1828100-2020-00382.

Event description:
It was reported that during use of a device for a cardiopulmonary bypass (cpb) procedure, the occluder occluded automatically, went to calibration mode, and a 'calibrate occluder' message displayed. As a result, an alternative device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The service repair technician (srt) was not able to duplicate the reported issue. The srt observed the occluder head to function properly. Release testing was performed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.